Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited a rise in impedance over a year duration from 900 ohms to 1,700 ohms along with an increase in pacing thresholds. The patient underwent a revision procedure for a conductor fracture and this product was surgically capped and replaced. No further complications were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.